Event description:
Customer reported the system makes a beeping sound. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the controller pcb. System operates as intended.